Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a low blood glucose of 49 mg/dl but was not hospitalized. Customer stated that she treated with apple juice. Customer had a calibration error alert and was advised that the sensor will be replaced. Customer also went swimming and has a lost sensor alert. Customer stated that she also had a threshold suspend alarm. Troubleshooting was performed and the customer was advised to return the serter and complete sensor.